Event description:
The pt called lifescan and alleged the one touch ultra meter was powering off during use. No symptoms of high or low blood glucose are reported and no treatment given. The customer care rep verified the unit powers off before automatic shutoff. The meter was replaced and return is expected.